Event description:
It was reported that a pta balloon completely detached from the catheter shaft during retraction through a 6f introducer sheath. The pta balloon remained lodged within the introducer sheath and both were removed simultaneously from the pt without further incident. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has not yet to be returned to the MFR to date. The investigation is currently underway.